Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured september 22, 2018 - september 23, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified prior to patient use; further described as ¿the leak was noted at the nursing station prior to administration to the patient¿. The tpn was not administered. Therefore, no patient involvement. No additional information is available.